Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon remains in contact with the canadian distributor and continues to investigate the reported event. A supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A facility reported that during an intubation attempt in the emergency department before surgery, using a glidescope spectrum single-use lopro s3 laryngoscope, the device's light source was dim and intermittently flickering on and off. Due to the reduced and inconsistent illumination, the clinician was unable to adequately visualize the airway, resulting in a prolonged intubation attempt. It was reported that the patient desaturated to 19% and experienced a loss of pulse. One round of cardiopulmonary resuscitation (CPR) was performed. A different glidescope system was obtained in an unspecified amount of time, and the airway was successfully secured on the second attempt. Patient demographic information and pre-existing medical conditions were declined to be provided by the facility upon request from verathon.